Manufacturer narrative:
Eval summary: eval of the returned device found the posterior portion of the foot and needle were broken off and not returned. The possible cause for the anterior cuff-to-needle detachment could be directly linked to the posterior foot and needle break as indicated by the damaged anterior needle barb. No mfg issues were detected. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, the physician could not pull out the suture when he drew the plunger out from the suture storage device. The device was removed and hemostasis was achieved using manual compression. During device eval on 02/04/2008, a posterior foot break was found. There were no reported adverse pt effects. No add'l info available.